Event description:
The customer reports that the ventilator delivered high flows during calibration at 21%. The reported problem is intermittent. The ventilator was not connected to a pt. There was no pt injury.